Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion, stress mark. A microscopic analysis was performed which identify smooth opening in the anterior side and also identify crease sharp on posterior side. Based on the device analysis the final assessment is: a smooth opening on posterior side and a crease sharp on posterior side due to fold flaw opening. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.